Event description:
A customer reported an issue with cartridges that could not be fully snapped into their pump over the past 1.5 months, affecting four cartridges. There was no adverse impact to the customer's blood glucose level. Since the events were historic and the customer no longer had supplies available for inspection, troubleshooting was not possible. However, the customer successfully completed the loading process and resumed insulin use.